Event description:
Pump declared alarm 20 during operation, but there was no adverse impact to the customer's blood glucose level. Cts assisted the caller in loading a new cartridge, but the cartridge alarm recurred, preventing the resumption of insulin therapy. Consequently, cts decided to replace the pump, which was still under warranty, and instructed the customer on returning the problematic pump and using mdi as backup therapy. The customer was informed to store the pump before return and understood the return process, including using a pre-paid label within 10 days.